Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the pt died. The pt had experienced a myocardial infarction <72 hrs prior to the procedure and was given clopidogrel pre-procedure. In 2004 a taxus express2 drug eluting stent (unk size) was implanted into the 60 % occluded, non-tortuous left anterior descending (lad) artery. A pixel 2.5 x 23 mm size stent was implanted into the obtuse marginal (om) artery. No pre or post dilation of either vessel was performed. The pt was started on a asa and plavix regimen. Three days later the pt presented with angina and serious st-elevations; the pt had re-infarcted. The physician noted that taxus stent was "closed" in the lad. The pt experienced a subacute thrombosis, cardiogenic shock and heart failure. The om remained open. The physician successfully revascularized the target lesion and reopened the stent, but it was not possible to save the life of the pt.